Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient was having difficulty recharging and has an appointment on (B)(6). A coupling problem was reported. The patient has had issues with recharging for the past 1.5-2 months and yesterday he worked at it for about 7.5 hours. The patient could finally get 4 bars shaded and then it would drop. Repositioning did not result in better coupling. The patient became exhausted as he has back pain and fell asleep. It was noted that the patient does not wear the belt while recharging. It was confirmed that the patient saw his primary physician on (B)(6) and had a retina scan and blood work. The patient has not contacted his pain management physician. The patient was still receiving stimulation but was worried that the battery was going to run out since he was still having trouble charging. It was reported about two weeks later that the patient had to cancel his appointment. The patient fell out of bed, actually the mattress came off the bed and he fell on his tailbone. The appointment was cancelled because the patient was in pain. The patient has hardly been out of bed because of the pain. The patient has refused to see his health care provider (hcp). The patient was still having difficulty charging the device, took 5 hours the last time. The patient was able to charge but if he moves he loses the coupling bars. The patient was receiving stimulation therapy. It was further reported that the patient was still having recharging issues. It took the patient about 6 hours to recharge weekly due to the coupling bars changing even though the patient was not moving. The reporter stated that it had been an issue for about 4-5 months and appeared to be getting worse. The patient was scheduled to meet the manufacturing representative on (B)(6) 2014. It was later reported that the patient had an appointment for (B)(6) 2014 but had to cancel it, no specific reason provided. The patient continues to have difficulty recharging but the other day he was trying to recharge the battery and became tired and just fell asleep in bed. The patient must have laid just right because the ins fully charged while he was asleep. The patient was receiving stimulation. An appointment the week of (B)(6) has been scheduled. A few weeks later the company representative reported that they saw the patient and showed a power on reset (por). It started on its own and the company representative did not have to do anything. The patient was told to charge up fully. It happened again but it was unclear if the company representative saw the patient again. ¿got it going again¿ was noted. The company representative has not heard anything from the patient since. If additional information is received, a follow up will be sent.

Event description:
The company representative has had no further contact with the patient. It was their understanding that the issue was resolved.